Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 2 of 6: reference MFR. Report #: 1627487-2017-05535, reference MFR. Report #: 1627487-2017-05538, reference MFR. Report #: 1627487-2017-05539, reference MFR. Report #: 1627487-2017-05540, reference MFR. Report #: 1627487-2017-05541. It was reported the patient felt back pain due to skin erosion with an scs lead protruded out of the skin. The patient turned off stimulation, and was advised to go to the ER. The ER physician placed a bandage over the site of erosion to prevent infection. Patient plans to meet with neurosurgeon to discuss plan of action.